Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated they were feeling dizzy, so their wife took a finger stick reading and the patient¿s blood sugar was 63 mg/dl, compared to the cgm that was displaying 250 mg/dl. The patient¿s wife called the paramedics and when they arrived, they administered the patient with glucose via intravenous (IV) therapy. At the time of contact, the patient was doing well. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined.